Event description:
Pt here for perinatal asphyxia. Stopcock found to be leaking at the off valve (lipids).

Event description:
Add'l info rec'd from MFR 4/5/04: report previously submitted 1526863-2004-00010.